Event description:
The customer reported that an asystole event occurred at approximately 02:00 o'clock am in 2009. The staff is unsure whether a red level event alarmed at the central station. The hospital's risk manager would like an event log analysis done to verify whether the system appeared to be in proper working order.

Manufacturer narrative:
The customer reported that a pt death occurred during the timeframe that telemetry alarms were suspended. The risk manager confirmed that the pt was having frequent vtach alarms due to her wide complex left bundle branch block rhythm, and she believed during the night shift that a staff person likely suspended the alarms but did not intend to leave them suspended for a length of time. Logs showed the alarms were suspended at the central station from 00:23 to 02:48, during which time the pt was found unresponsive and could not be revived. Based on the available info, a device failure did not occur. We will report this as a central station report because the inappropriate user action was at the central station.